Manufacturer narrative:
Submit date: 09/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states the pump powers up and down during testing. The unit did not alarm/beep or give warning before and after powering off. The issues were found during bench testing processes. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the pump powers up and down during testing. The unit did not alarm/beep or give warning before and after powering off¿. The unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the pcba to corrode, and this is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.